Event description:
The rep reported the device was used during a laparoscopsic nissen. It was reported there was gas leaking from the 511sd. The trocar was removed and replaced with a new 10/11mm trocar. Upon inspection the rep noticed the outer gasket of the trocar was ripped. Instruments passed include: endo-babcock, lcs-5, 10mm cherry dissector. There was no consequence to the pt.